Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es patient results for multiple patient samples (sample 1 result = 0.107 ng/ml vs. Repeat results < 0.012 ng/ml; sample 2 result = 0.876 ng/ml vs. Repeat results < 0.012 ng/ml; sample 3 result = 0.316 ng/ml vs. Repeat results < 0.012 ng/ml) sample 5 result = 0.464 ng/ml vs. Repeat results < 0.012 ng/ml) while using the vitros eciq immunodiagnostic system. Additionally, the customer obtained reproducible, higher than expected vitros trop I es patient results for a single patient sample (sample 4 results = 0.26 and 0.25 ng/ml vs. An initial result of 0.0 ng/ml obtained from an alternate analyzer method). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer did not report any of the affected vitros trop I es patient results from the laboratory to a clinician. There were no allegations of harm to patients as a result of this event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, higher than expected vitros trop I es patient results were obtained while using the vitros eciq system. The investigation could not determine a definitive root cause for the higher than expected trop I es patient results for patient numbers 4 and 5. Therefore, a reagent related issue cannot be ruled out as a contributing factor. However, the most likely root cause for the higher than expected trop I es patient results for patient numbers 1, 2, and 3 was determined to be instrument related. An ocd field engineer performed additional service actions to multiple analyzer subsystems. Performance testing following these service actions verified that the equipment was operating as expected.